Event description:
It was reported that 9 bd micro-fine¿ pro pen needles had broken non-patient ends. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the bdj investigation team: "bdj confirmed 9 np needle broken."

Manufacturer narrative:
Investigation summary: fourteen open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on ten samples and a bent non patient end of cannula was observed on the remaining four samples. Due to the condition the samples were returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 9 bd micro-fine¿ pro pen needles had broken non-patient ends. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the bdj investigation team: "bdj confirmed 9 np needle broken."